Event description:
It was reported that the anesthesia workstation generated a technical error code indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on received device's logs, the inspiratory pressure transducer printed circuit board (pcb) was identified as defective. The pressure transducer pcb is part of the pressure measuring in the system. System checkout (sco) performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for inspiratory pressure transducer pcb. The inspiratory pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. Prior investigations performed for similar failure have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the printed circuit board was broken and, based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer printed circuit board failure in this complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).